Manufacturer narrative:
Based on the results of the investigation, the corrosion was caused by leaking on the distal end. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device investigation that the uretero-reno videoscope had corrosion on the light guide lens and distal end cover. There was no patient involvement.